Event description:
Boston scientific received information that this implantable defibrillation lead exhibited chronically low out of range pacing impedance measurements. An invasive procedure was performed and an insulation break was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.